Event description:
It was reported that the patient has had an ongoing wound issue since the implant procedure, and the patient kept picking the incision site, which prevented it from healing to the point where an infection developed. Symptoms of soreness at the incision site and click anchor were noted. The physician believed that the infection was due to improper wound care by the patient. The patient was prescribed antibiotics and underwent a system explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7137978/7133238. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 31800392.